Event description:
The facility representative reported a pump with an unknown alarm. This problem was identified during patient use, mid-infusion on an unknown patient, with an unknown solution. There was no report of patient injury or medical intervention necessary. The pump was swapped for another, and the infusion was completed without further incident. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.